Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error.  This report does not meet criteria for reporting as a device malfunction or serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A completed questionnaire was received. A female patient presented to the office 24hours after a cataract extraction with intraocular lens implant procedure with corneal edema, uveitis and hypopyon in the left eye. This was the fourth case of the day. The patient was hospitalized. Intravitreal injections of antibiotics were required. Cultures were not taken. The surgeon is suspecting toxic anterior segment syndrome (tass). The patient's symptoms have resolved with treatment.